Event description:
During a remote follow up, undersensing was observed on the device. Technical support was contacted and recommended diagnostic imaging and reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Manufacturer narrative:
Further information was requested but not received.